Event description:
The customer reported, the system did not boot up and the dosimeter was mis-calibrated. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive and recalibrated the calculation of the dosimeter. The system operates as intended.